Manufacturer narrative:
The specimen was collected in a lithium heparin tube with a gel separator. Qc was within specifications prior to and after the event. Asystem check performed in 2009, passed within specifications. No flags or errors were associated with the erroneous result. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and discovered a large amount of dried wash buffer in the wash carousel and on the aspirate tubing. B) the fse cleaned up the dried wash buffer and replaced the aspirate tubing. C) the fse performed a preventive maintenance (pm). C) all verification testing met published performance specifications. Although hardware issues were addressed, no clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 61.0ng/ml. The result was not reported out of the lab. The original specimen was re-tested and repeated result of 0.06ng/ml was obtained. Patient treatment was not affected in connection to this event.